Event description:
During in clinic follow up, far field r wave oversensing was observed on the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.